Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a detached or broken linkage on the forceps (unable to close or open forceps). The issue occurred during a unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. It was likely due to the forceps locking mechanism malfunction. Based on the results of the investigation, it is likely to component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.